Manufacturer narrative:
H3: device evaluation: lens was returned dry with residue/debris on product within a microcentrifuge vial. Visual inspection found a haptic bent lens. Dimensional inspection found lens to be manufactured within specifications. Claim# (B)(4).

Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4)

Manufacturer narrative:
A4-a6: unk. Manufacturer narrative: secondary surgical intervention to reposition, remove, and replace the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated to a low vault. The lens was repositioned, but lens repositioning did not resolve the problem. The lens was later exchanged for a longer length, spherical lens and the problem was resolved. Cause of the event is unknown. Reportedly, "first ticl was implanted with an oblique axis."